Event description:
Excessive wear leading to delamination of the tibial poly. Delamination of patella poly due to excessive wear. Replaced lg x 7mm tibial insert due to complete wear through. Replaced worn metal backed patella.